Event description:
In 2001, dr utilized two sjm symmetry bypass system aortic connectors (models, lots unknown) during a double coronary artery bypass procedure. Approx 30 days postoperatively, dr performed reoperation to replace two "fully occluded" grafts. Both connectors were removed and the grafts redone with hand-sewn sutures. It was reported one of the connectors separated from the aorta when the chest was opened and the second connector was "easily" removed. A third connector was then used to perform an add'l bypass at the time of reoperation and the pt was reported to be "fine". The surgeon had indicated he was concerned the occlusion was due to an "anticoagulation problem". No add'l info was received.